Event description:
A volume discrepancy on pump refill. Estimated pump reservoir volume was 2 mls and actual pump reservoir volume was 18 mls. The pump is 6 yrs old. Hcp performed a catheter study and there is no catheter issue. Pump roller study may be done. Pt symptoms were not reported.